Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during implant preparation it was not possible to extend the helix. It seemed like the connector pin was bent. No adverse consequences for the patient.